Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s father reported that the patient was hospitalized in frankfurt due to recurrent nighttime hypoglycemia. The patient¿s blood glucose level had dropped to 55 mg/dl while wearing the pod on the arm for approximately 5 to 24 hours. During the hospitalization, a newly applied pod failed to function properly. The patient was treated at (B)(6). No further information was provided.

Manufacturer narrative:
The physical device has not been returned. Cloud data for the user was reviewed for the period of (B)(6) 2026. Inspection of the patient history buffer (phb) and pod manager history (pmh) data indicated that the pod listed on the complaint page was activated on (B)(6) 2026 13:17 and deactivated on (B)(6) 2026 18:55. The cloud data indicates that the system was appropriately adjusting suggested insulin based on received estimated glucose values (egvs), suspending insulin 35 minutes prior to the hypoglycemic event, in response to decreasing egvs. The user received an urgent low glucose alert in response to the corresponding low egvs received, as expected. At the start of the low glucose event, the customer's cgm lost connection with the pod and entered limited mode, as expected. After the cgm reconnected, insulin delivery was suspended again. No instances of the automated algorithm delivering automated basal while estimated glucose values were below 60 mg/dl were observed. No evidence of an overdelivery of insulin or of any issues with the automated algorithm was observed in the available cloud data.